Event description:
It was reported that following the implant procedure, the patient developed a pneumothorax. Chest x-ray noted a left apical pneumothorax and a needle aspiration was performed. The system remains implanted. The patient is enrolled in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: a3dr01 implantable pulse generator 2013 (B)(6); 5076-58 implantable pacing lead 2013 (B)(6). (B)(4).